Manufacturer narrative:
The investigation reviewed the data set provided by the customer: the qc results were within the specified ranges. The alarm trace did not indicate any issues. The pre-analytical did not indicate any issues. A general reagent problem was not detected because the qcs before the event were within ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6)

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 1026 ng/l. On (B)(6) 2025, the result from a new sample was 9.72 ng/l. As this result was "very different" than the result on (B)(6) 2025, the original sample was repeated with a result of 10.6 ng/l.